Manufacturer narrative:
Evaluation summary: the subject valve exhibits heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. At commissure 3 leaflet 3, moderate calcification is detected at the free margin; a tear is noted in the describe region that measures to approximately 2-3mm. Commissure 3 appears to be pushed outwards. Leaflet 3 is dropped relative to the other leaflets by approximately 3-4mm. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Host tissue is moderate to heavy at the stent inflow and minimal at the stent outflow. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no non-conformances. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the surgeon indicated that the initial implant of this device was due to calcification of the native aortic valve and annulus. However, without additional information regarding the patient history and patient medication history, we are unable to conclusively determine the root cause for the calcification of this device.

Event description:
Reportedly, the device was explanted after approximately 8 years due to stenosis. Per the customer report received on (B)(6) 2011, the event was described as "prosthetic valve with stenosis. Calcific changes to all 3 leaflets." The report also indicated the initial diagnosis for implant as "aortic valve w/moderate calcifications in the leaflets, mild-moderate calcification in the annulus." Patient was admitted for shortness of breath, decreased exercise tolerance, and difficulty with adls. Additional information indicates that the patient had two mechanical devices implanted to replace the aortic valve and the mitral valve.